Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing noise was observed on the right ventricular (rv) and shock channels which inhibited pacing for about five seconds. The noise is believed to be diaphragmatic myopotentials and while the patient is pacemaker dependent they were not symptomatic to the episode. No noise was able to be reproduced and no changes were made to the rv lead as it remains implanted and in service. No adverse patient effects were reported.